Event description:
Pt underwent posterior spinal fusion l5-s1 on 9/30/92. On 4/15/93 instrumentation was removed. Pseudoarthrosis was found l5-s1. Pt was re-fused using bone graft from left posterior iliac crest.